Manufacturer narrative:
Updated data: b5. Added fourth paragraph. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during the attempted implant of a transcatheter aortic valve in a previously implanted non-medtronic surgical aortic valve, the deployment of the valve was attempted 4 times and recaptured "multiple" times; however, an infold was observed following recapture. Subsequently, the system was withdrawn from the patient and a new transcatheter valve was implanted. Per the physician, the non-medtronic surgical aortic valve contributed to the infold. No patient complications have been reported as a result of this event. Additional information was received that the valve was recaptured 4 times due to the valve consistently dislodging in the aortic direction. The infold was first noticed upon the 4th recapture. Additional information was received that the deployment starting point was at the bottom of the pigtail catheter. A medtronic guidewire was used during the procedure. Additional information was received indicating that the guidewire did not contribute to the dislodge.

Manufacturer narrative:
Continuation of d10: product ID d-evolutfx-2329 (lot: 0012517040); product type: 0195-heart valves; implant date n/a; explant date n/a. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during the attempted implant of a transcatheter aortic valve in a previously implanted non-medtronic surgical aortic valve, the deployment of the valve was attempted 4 times and recaptured "multiple" times; however, an infold was observed following recapture. Subsequently, the system was withdrawn from the patient and a new transcatheter valve was implanted. Per the physician, the non-medtronic surgical aortic valve contributed to the infold. No patient complications have been reported as a result of this event.

Event description:
Additional information was received that the valve was recaptured 4 times due to the valve consistently dislodging in the aortic direction. The infold was first noticed upon the 4th recapture.

Manufacturer narrative:
Updated data: b5. D4. H6. H11. This is a system report. The section d information is for the primary device, which was in use with the following: brand name: deliv sys d-evolutfx-2329, product ID: d-evolutfx-2329, serial/lot: (B)(6), use by date: 2026-10-30, UDI: (B)(4). The codes present in section h6 correspond to multiple components/products that comprise this reported event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Update data: b5. D10. Continuation of d10: product ID {gwbc30}; product lot/serial number {unknown}; product type: {0195-heart valves}; implant date {n/a}; explant date {n/a}. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that the deployment starting point was at the bottom of the pigtail catheter. A medtronic guidewire was used during the procedure.